Event description:
Caller stated her back was against the wall, waiting to be measured, when the attached rod slammed down on her head. She sustained a concussion, traumatic brain injury, and spinal injury. The device was removed from the facility; (B)(6). Caller made a formal complaint at the attorney's office, and now two years later they are still utilizing the device in doctor's offices. Caller would like the device removed from all facilities.